Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had no delivery alarms on the insulin pump when they had three increments of insulin remaining. The customer also reported they would be able to bolus once or twice after the alarm occurred. Customer's blood glucose was 400 mg/dl. The customer was able to treat their blood glucose with a manual injection. The customer stated they were able to resolve the alarm with a complete set change. The customer declined to return the insulin pump for analysis.